Event description:
It was reported to philips that the system's arm was unable to perform rotations. The user performed a reboot, but the issue persisted. The device was in clinical use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.